Event description:
Our office treated a (B)(6) y/o child who was hurt while asleep using the malem enuresis alarm. The alarm was not used before and purchased from the MFR's website in (B)(6). The device was 2 aaa batteries to operate and a moisture sensor. The parents said that the device appeared to operate as expected and they connected it on child; 30 mins into his sleep, the child was awoken by a malfunctioning device which somehow overheated and burnt child's skin. Child was asleep and unable to remove the device on his own. Parents had to assist child. Our clinic then treated the child for minor burns. The alarm is in our possession. FDA safety report ID# (B)(4).